Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information is available. Facility name is truncated. Full facility name is (B)(6).

Event description:
The customer generated a (B)(6) architect total b-hcg results for one patient. The following information was provided: initial result (B)(6). No impact to patient management was reported.

Manufacturer narrative:
H6 health effect impact code: f26. Component code: g01003. D8 was this device serviced by a third party? Unknown. A review of tickets was performed for reagent lot number 15730ui02. The ticket search determined that there is elevated complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 15730ui02 was tested. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total -hcg reagent lot 15730ui02 was identified.

Event description:
The customer generated a false positive architect total b-hcg results for one patient. The following information was provided: initial result 13595.59 miu/ml (positive), repeat in duplicate <1.2 miu/ml (negative) no impact to patient management was reported.